Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that less than 6 months after the dental implant and converted denture were placed in ada site 20 in the mouth, the implant lost osseointegration in type I bone. It was reported that the patient presented poor oral hygiene and occlusal overload has occurred. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that less than 6 months after the dental implant and converted denture were placed in ada site 22 in the mouth, the implant lost osseointegration in type I bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that less than 6 months after the dental implant and converted denture were placed in ada site 22 in the mouth, the implant lost osseointegration in type I bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.